Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had been overdosed. For months, the patient had complained that she was sleeping 16-20 hours per day. Sometime, she didn't know what day it was. The patient was being overdosed in the summer. In (B)(6), a doctor told them she was getting overdosed. The patient had been trying to ask them to turn the pump down. The last time the pump was filled was in (B)(6). At that time, the pump was filled with morphine, clonidine, and bupivacaine. The patient also used to have baclofen in the pump. (B)(6) was the last time they put baclofen in the pump. The patient thought the baclofen was what was causing her to sleep all of the time. When the baclofen was removed, it got a little better. It was stated, "her spine is a mess." The patient needed rfa treatments and oral medication in addition to the pump if she wanted to be active. No interventions or outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted if more information becomes available.

Event description:
It was reported that the patient did well on a low dose, but when her pump dose got higher she was sleeping all the time. This started happening in (B)(6) of 2014. The patient felt drugged out by a drug that was put in the pump, but didn't know the name of the drug. The patient described the drug as a tranquilizer that made her feel drugged out and sleeping for days on end. Simple continuous dose was listed in drug tab, but the patient states with boluses she gets 11.8 mg/day. It was noted that a health care professional had suggested detoxing her. The patient had rfa (radiofrequency ablation) treatments and took oral narcotics. The patient had taken oxycodone in the past and was using lidoderm and capsaicin patches, as well as a tens unit for pain. The patient's oxygen saturation was in the low 80's from lying around. The patient also has respiratory problems from being sedentary and her health was deteriorating. The patient had arthritis of the thoracic spine. The arthritis was like a knife stabbing and it was hard for the patient to breath. The patient had mostly been in a recliner for the prior 6-8 months. On the day of report, the patient weighed 148 pounds because of her inability to be as active as she would like. It was later reported that the patient was "about ready to go out and find a gun and put a bullet in my head". The patient was frustrated with being rejected by a new potential health care provider. The patient provided an alarm date of (B)(4) 2015 was provided. The patient also mentioned that she won't last a month and she was already in pain. The pump was used to infuse clonidine, bupivacaine and morphine.

Manufacturer narrative:
Concomitant medical products: product ID: 8590-1, lot# n248193, implanted: (B)(6) 2010, product type: accessory. Product ID: 8711, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).